Manufacturer narrative:
The reported 2.3mm x 20mm lkg variable angle screw (part number 30-2320, batch number 601864) was not returned for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
It was reported during surgery that the surgeon was inserting a 30-2320 angulated locking screw when the 80-0728 driver tip broke off in the head of the screw. The surgeon extracted the broken driver tip with his own instruments. The surgery was completed with another 80-0728 driver tip after a 5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00754 for the driver involved in this event.